Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one opening crease(smooth) on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease smooth opening on the posterior due to fold flaw opening.

Event description:
Health professional reported right side "noted to have some contracture and developed a scar tissue on the right lower quadrant of the capsule itself.", baker grade not specified, and pain. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.